Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -7.5 into the patient's left eye (os), the lens tore/broke. This occurred on (B)(6) 2019. Intraoperatively, the lens was removed and an alternate lens was successfully implanted. Reportedly, no patient injury occurred and the cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found haptic torn. Claim#: (B)(4).